Manufacturer narrative:
Initial reporter occupation is patient/consumer (patient's husband). The meter was requested for investigation. The patient¿s meter was returned for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient's alleged results of 4.6 inr and 6.7 inr were not observed in the meter's patient result memory. The alleged result of 5.9 inr was observed on 15-oct-2021 at 8:01 am. The alleged result of 8.8 inr was not observed, however, a result of 8.0 inr was observed on (B)(6) 2021. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. The patient¿s husband alleged receiving a result of 8.8 inr at 8:01 a.m. The meter has a reading range of 0.8-8.0 inr. The patient¿s husband deleted the memory, changed the batteries, and reset the meter thinking this was part of the problem. A display check was performed, the 888 was displayed on the meter with no missing segments or pieces. The patient¿s husband did not report any results from the meter.